Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16sep2020.

Event description:
It was reported that the ventilator did not deliver the oxygen desired. Reportedly, only 30%. Reportedly, the issue was identified at the time before any patient care was administered and the patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support. The customer reported to have not found any issue with the unit and found it to be working properly.